Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they had a mechanical alarm. Customer's blood glucose was 142 mg/dl at the time of the incident. Troubleshooting was done but the alarm recurred. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm during testing. The motor was tested outside of the device and passed. (B)(4).